Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg reached end of life. When connected with eternal devices an error message occurs. Stimulation was lost approximately one month ago. As a result, surgical intervention may occur.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Based on information obtained, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively.